Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a discrepancy greater than 30 units. No adverse impact to the customer¿s blood glucose level was reported. To resolve the issue, the customer reloaded the same cartridge.